Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an alarm had been reported by the patient on (B)(6) 2025 at 1500. The patient had contacted infusystem but had been unable to resolve the alarm. According to the patient, the line had needed to be primed. The pump had been turned off by the patient, who then presented to the infusion center the following day, on (B)(6) 2025. Upon arrival, the pump had remained off. The pump had indicated that 89.9 ml had been delivered out of a total volume of 200.32 ml. Air had been observed in the tubing immediately distal to the pump/cartridge area. The infusion had been programmed for a volume of 200.32 ml at a rate of 4.35 ml/hour over 46 hours, containing 5-fu 5016 mg. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.